Event description:
It was reported that the patients ipg was nonfunctional and was causing pain at the ipg site. The patient was also not getting an adequate pain relief. The patient underwent a spinal cord stimulator (scs) system explant procedure. The explanted scs system was not returned due to hospital policy.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7094009/7096276.